Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited over-sensed noise triggering inappropriate automatic mode switch. No intervention was performed. The patient will further be monitored. There were no patient consequences.